Event description:
It was reported that dfuring a total laparoscopic hysterectomy. The tissue pad came off the device, fell into the patient it was found and removed from the patient. Another device was used to complete the total laparoscopic hysterectomy. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and with the blade damaged at the tip. The device was tested with a generator and was functional. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Both conditions can result in probable damage to the instrument.